Event description:
Procedure: thoraco/ pneumothorax/ bulla. According to the reporter, the surgeon approached to bulla and the 1st fire was successful. But at the middle of 2nd fire, a cracking sound was heard (typically indicative of misapplication.) Then surgeon exchanged the stapler and cartridge, but the same event occurred. The surgeon then exchanged the stapler and cartridge again, but again this occurred. The surgeon then elected to convert to open surgery and the procedure was completed with a similar stapler using a larger staple size. There was no bleeding or injury to the patient reported.